Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add¿l info received regarding this event after filing this report shall be filed on a supplemental MDR. Product not returned. The mfg records were reviewed and no complaint related issues were found. The supplier¿s certifications indicated that the correct material was used and the product was manufactured to specification.

Event description:
It was reported that when a cabling system was used to close the sternum for a coronary artery bypass graft (open heart surgery), the cables broke during tensioning. All broken pieces were retrieved and discarded. The surgeon removed the cables and used a plate and screws to complete the procedure.